Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that they use 2-1.5 mg vials/veletri per day- two pumps are not working properly, they think it is leaking out of the filter on both pumps. Has pump currently running and stated they were able to play with the pump and stop the leaking. Pt's central line was replaced 2021. Patient also states they were making a mix last night and when they went to remove the air from the cassette, it exploded. No patient injury was reported.